Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) presented inflation issues. The patient was unable to fully inflate the device, as the pump would collapse after two presses. A surgical procedure was performed to remove all components and implant a new device. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) presented inflation issues. The patient was unable to fully inflate the device, as the pump would get stuck after approximately ten presses. A surgical procedure was performed to remove all components and implant a new device. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.